Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flat white part of wound drain had fraying piece that they had to peel off before the case. The managing director concern was that one of those fraying pieces would remain in the patient and caused an infection. They had noticed it on every drain since the conversion back in december. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: to avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flat white part of wound drain had fraying piece that they had to peel off before the case. The managing director concern was that one of those fraying pieces would remain in the patient and caused an infection. They had noticed it on every drain since the conversion back in (B)(6). It was unknown what medical intervention was provided.